Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. A philips clinician reviewed the patient event file and found ten shocks were delivered, all in manual mode delivering asynchronous shocks, not synchronized shocks, which are used in cardioversion. The sync function was not used. A philips product support engineer reviewed the device log files and three pictures, received from the philips japan field service engineer (fse), showing the device paddle tray. One picture clearly shows a dark mark, which could be a burn mark, on the short metal plate of the paddle tray. The fse replaced the short metal plate, checked each function, and confirmed it was functioning as designed. The fse also replaced the capacitor and power module as a preventative measure. The fse communicated with the customer to ensure the device is being cleaned per the instructions in the efficia dfm100¿s instructions for use. Based on the available information, the device performed as intended. Further, there was no evidence of device malfunction. Although the short metal paddle plate appears to have a potential burn mark, the device log indicates that the device was not adversely impacted. However, we are unable to determine the cause of the reported burnt smell. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was unable to be confirmed.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that there was a burnt smell after a shock was delivered using a pad. The patient required emergency cardioversion. The shock could be executed but then a burning smell developed. The patient died. The customer reported that the patient had passed away, but that it was not an equipment problem. The customer did not allege the patient death was due to the device/therapy delivered.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that there was a burnt smell after a shock was delivered using a pad. The patient required emergency cardioversion. The shock could be executed but then a burning smell developed. The patient died.

Manufacturer narrative:
Patient outcome code = death. A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that there was a burnt smell after a shock was delivered using a pad. The patient required emergency cardioversion. The shock could be executed but then a burning smell developed. The patient died. The customer reported that the patient had passed away, but that it was not an equipment problem. The customer did not allege the patient death was due to the device/therapy delivered.

Manufacturer narrative:
Additional information: this report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. A philips clinician reviewed the patient event file and found ten shocks were delivered, all in manual mode delivering asynchronous shocks, not synchronized shocks, which are used in cardioversion. The sync function was not used. A philips product support engineer reviewed the device log files and three pictures, received from the philips japan field service engineer (fse), showing the device paddle tray. One picture clearly shows a dark mark, which could be a burn mark, on the short metal plate of the paddle tray. The fse replaced the short metal plate, checked each function, and confirmed it was functioning as designed. The fse also replaced the capacitor and power module as a preventative measure. The fse communicated with the customer to ensure the device is being cleaned per the instructions in the efficia dfm100¿s instructions for use. The capacitor and power supply were received by the philips failure analysis (fa) lab. The fa lab found the metal slice, paddles contact plate showed indications of electrical arcing. This can happen when the paddles are not securely held in place in the paddle pockets. They are just loose enough to create some space for an arc to occur and does not compromise the quality or strength of the shock. In reviewing the arc damage, on the metal paddles contacts after 10 shocks with the paddles arcing, a burnt smell could easily have been generated, however, we are unable to determine the cause of the reported burnt smell you identified. The materials passed all tests during operational check and general testing. Both items were found to be within specifications and no problems were found. Based on the available information, the device performed as intended and there is no evidence of a device malfunction. Although the short metal paddle plate appears to have a potential burn mark, the device log indicates the device was not adversely impacted. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was unable to be confirmed. It has been concluded that no further action is required at this time.